Manufacturer narrative:
Continuation of d10: product ID 39565-30 serial# (B)(6) product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(6), ubd: 18-jul-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt says that a couple years ago they found out that 2 of 3 of their leads are burned out, and one needs to be changed to an MRI safe one. Pt cant get mris until they get the leads replaced. Pt said they need to talk to their manufacturer representative (rep) about the situation and said the health care provider already told them to call the manufacturer. Emailed reps asking them to call patient back. A rep responded they had called the pt and left a voice mail. No symptoms were reported.